Manufacturer narrative:
The reported event is confirmed as manufacturing related. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect setup. However, there was insufficient information to confirm this potential root cause. Two photos were received. The first one shows an overview of the three-way catheter and syringe, and the second photo zooms into the catheter balloon and tip, the balloon is evidenced partially inflated. It was also received 1 all silicone foley catheter with syringe. The catheter balloon was partially inflated when received. It was tried to return the solution that was in the balloon with the returned syringe and the inhouse syringe, however no solution would come out. The catheter balloon was dissected and found notch perforated however it was found some resistance in it when tried to insert a pin gauge. The received sample does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings: 1. Method for use. (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients: patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients: patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixed water could not be used during foley catheter pre-test because it was not drained. The balloon was returned partially inflated. No other abnormalities were found in the appearance. The inlet tube was cut and all components other than the bag and syringe were discarded.